Event description:
It was reported that the user disconnected from the ilet for two days and found the ilet unpowered when removing it from the charger despite a solid charger light, indicating a device power or battery depletion concern with no device alerts or alarms noted; the user was not with the device or charger for troubleshooting and reported elevated glucose, with a fingerstick of 405 mg/dl and dexcom g7 reading high, and planned to use subcutaneous insulin pen as backup therapy. Symptoms included hyperglycemia. Outcomes included the need for medical intervention with backup insulin therapy and interruption of device therapy. Investigation included collection of additional information from the user and planned troubleshooting. It was concluded that hyperglycemia occurred while the ilet was not in use and while the device appeared to have depleted or failed to power on after charging. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.